Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image becomes a snowstorm on the flex deflectable videoscope. The reported allegation occurred during set up/inspection for use, before the patient was in the room. Currently, the cause is unknown. There was no patient involvement reported.